Manufacturer narrative:
This supplemental report is being submitted to correct the MFR report #8010047-2021-15545 and provide additional information. According to the information provided by olympus medical systems india private limited (omsi), an olympus employee was aware of a MDR reportable malfunction on (B)(6) 2021. Therefore, the correct g3 "date received by manufacturer" in the initial report is (B)(6) 2021. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -foreign material was adhered to the forceps elevator at the distal end. -due to the clogging of the air/water nozzle, it was not possible to supply air or water. Based on the information provided, olympus medical systems corp. (Omsc) determined that the endoscope was improperly or insufficiently reprocessed may have been used in the procedure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by olympus medical systems india private limited (omsi), the reprocessing procedure at the user facility was performed according to olympus standards and recommended procedures. The user reprocessed the device using the olympus channel cleaning brush bw-20t and the single-use soft brush maj-1888 and the disinfectant korsolex required for cleaning. From the device inspection results, olympus medical systems corp. (Omsc) was able to confirm the device nonconformity, but was unable to determine the device nonconformity that affected the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, it provides details of the reprocessing method the forceps and around the forceps elevator. In addition, the instruction manual states that the forceps elevator should be checked for foreign objects during inspection for use and that the device should be cleaned when returned for repair. Therefore, it was possible for the user to detect the reported event. The instruction manual also states that the aw channel cleaning adapter should always be used to clean the air/water channel after each use, to prevent clogging of the air/water nozzle. The exact cause of the reported event could not be conclusively determined. Information was provided that the reprocessing procedure at the user facility was performed according to olympus standards and recommended procedures, but omsi inspected the device and found that foreign material had adhered to the forceps elevator and the air/water nozzle. Therefore, the reported events may have been caused by the following causes: there was a difference between the forceps elevator brushing method and air/water channel cleaning method performed by the user facility and the methods recommended by the instruction manual. There was insufficient training on handling the device according to the instruction manual, performing reprocessing when returning the device for repair, and normal reprocessing method. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The user did not report whether the poorly reprocessed device with foreign material stuck in the air/water nozzle was used for the patient. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -due to the stretch of the angle wire, the angulation was insufficient. -there was a gap in the adhesive of the bending section rubber. -the insertion section and universal cord were damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that no air and water came out of the air/water nozzle while preparing for the next use after the procedure. The user tried to clean the channel by brushing, but the issue could not be resolved, so the user returned the device to olympus for investigation. Olympus then inspected the device at the service department of olympus (B)(4) and found that foreign material came out from the air/water nozzle due to insufficient cleaning. In addition, foreign material was adhered to the grooves and gaps at the distal end. There was no report of patient injury associated with the event.